Event description:
According to the reporter during coronary artery bypass graft (CABG) procedure, zipfix was not catching properly and could not be tightened. Surgeon completed procedure without further incident and no harm to patient. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Investigation could not be completed, no conclusion could be drawn as no device was returned.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 06/06/2012.